Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture and pain. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, creases fold, yellow particles in the shell, deformation and cloudy in the gel observed after autoclave cycle. The unit is not ruptured. Base on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a left side rupture and pain. Device was explanted.